Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device fully cut and partially stapled. Sutures and another device were used to complete the procedure. There was no adverse consequence to the patient.